Event description:
It was reported that a patient underwent a total knee replacement on an unknown date and a topical skin adhesive was used. The patient developed redness, irritation, and itching around the incision line where product was applied. A topical cortisone was used to treat the reaction. The patient¿s symptoms resolved.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.